Manufacturer narrative:
The technician found the brake/steer caster was failing to lock the swivel. He replaced the caster to repair the bed.

Event description:
The account's maintenance alleged, the brake is not holding.